Event description:
It was reported that "possible burn, at edge of ground pad. Burn was of 2nd or 3rd degree, and was 1x2cm in an oval shape. Ground pad area was free of hair. Pt had silverdyne cream and bandages applied."

Manufacturer narrative:
The ground pad was returned. The quality engineer will conduct a review of the device production records, and do a thorough examination of the returned product. Upon receipt of the quality engineer's investigation report I will file a supplemental report.